Event description:
During an attempted abdominal and small mesenteric angiogram, approx 13 cm fragment of the guidewire left in right groin at right femoral artery. Surgically removed the foreign body at right groin.